Manufacturer narrative:
Per visual inspection: no physical damage to cartridge holder. Front shell does not fit securely to inpen. Found missing dosing window, and found missing injection foot. Unit paired successfully to commercial app. Inpen received with leadscrew 1/4 of the travel. Unable to perform baseline wireless/functionality test, leadscrew reset torque test, and displacement dose accuracy test due to missing injection foot. Inpen failed front cap investigation. Inpen front shell does not fit securely onto cartridge holder due to small snap arm being cracked / broken. In conclusion: missing injection foot causes inaccurate dosages when injection/dose button is pushed. Therefore, the customer concern of injection foot being damaged was confirmed. Unable to confirm leadscrew anomaly due to missing injection foot. A missing injection foot can cause inaccurate dosages with the leadscrew. Therefore unable to verify customer's complaint for leadscrew anomaly. Cap anomaly was confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced injection foot damage, lead screw. The customer reported no adverse event. The event involved product(s) mmt-105nnblna. Troubleshooting was performed. Customer reported inpen screw movement issue. Identified inpen screw does not move when injection/dose button is pushed. Inpen replacement initiated. (B)(4) broken/damaged inpen customer reported broken/damaged inpen. Inpen replacement initiated. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. Mmt-105nnblna was requested and customer response was the device will be returned.